Event description:
It was reported that the customer contacted the customer contacted the technical support engineer (tse) for assistance during a da vinci-assisted sacrocolpopexy to report a mega suturecut needle driver broke in universal surgical manipulator (usm)-4; the cables were breaking. The customer replaced the instrument, and the procedure was continued as planned and completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.